Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open spay procedure on a cat, upon the closing of the wound by continuous suturing technique, the thread broke. It was noted that a knot was being tied when the suture end where the instrument grasp easily broke. Another suture pack was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. A visual inspection of the sealed samples noted no abnormalities. The visual inspection of the sample noted one needle and one suture. It was observed, under magnification, that the suture appeared to have split under tension. A tensile test was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.